Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "not power on" was confirmed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as power cord damaged. The cause of the condition was the damaged ac adapter. The ac adapter required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was not powering on during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.